Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 37 mg/dl at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to moisture damage on the motor. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected restart error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Moisture damage found on the electronics also. Pump had cracked battery tube threads, broken reservoir tube lip and belt clip slot.